Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device powered off and thirty minutes later powered back on prompting battery out limit alarm. The customer states the battery was replaced, but the same issues reoccurred. The customer's blood glucose level at the time of incident was around 100mg/dl. The customer states there are scratches on the screen. The customer states they had received replacement battery cap to remedy issues, but the blank display continues. The customer's blood glucose level at the time was 150mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump powered up properly after the battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms were noted during testing. No moisture damage was noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.